Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during initial implant procedure, the lead could not be inserted into the pulse generator due to the connector portion of the lead having some deformity. The physician noted the possibility of it being damaged when implanting the lead. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Date received by manufacturer for manufacturer report number 2017865-2019-09173 follow up 1 was incorrectly reported ad jul 27, 2019. The correct date received by manufacturer is jun 27, 2019.